Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a rf pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there was a crack on the screen. The customer stated that the reservoir window has a crack. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed displacement test and self test. No a64 alarm noted. The insulin pump was inspected with no crack on display window and no crack on reservoir tube window noted. However, the insulin pump was received with cracked reservoir tube lip noted.